Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unable to duplicate complaint. Review of pump history shows a manually suspend on (B)(6) at 04:09; deliveries never resumed. Black box shows replace cartridge alarm on (B)(6) at 01:17; deliveries resumed when pump was primed at 04:36. Daily insulin delivery totals correctly reflect user's programmed basal rates. Typical usage observed in alarm history. Pump passed delivery accuracy test and found to be delivering within required specifications. Unrelated to the complaint, the battery compartment is cracked on the side near the threads, cracked from threads to bumper pad and cracked from bumper pad to cover. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the pump had an inaccurate delivery issue, and that the patient was hospitalized with a blood glucose (bg) of 480mg/dl with nausea/vomiting, polydypsia, extreme drowsiness/difficulty waking up/confusion and an unspecified level of ketones. Bgs had been elevated since the day before. Patient discontinued pump use and was treated with IV fluids and insulin injections. Patient remains in hospital and is unable/unwilling to troubleshoot pump with customer support. The patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.